Manufacturer narrative:
This file was originally submitted on 10/01/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported getting service code. The patient further stated no physical damage to the therapy cable. Troubleshooting unsuccessful. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety and eit but failed inspection for minor insulation cut on the cable.occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.